Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient received a "generator is not paired with this device" message after undergoing an unrelated surgical procedure. The patient stated that they turned therapy off prior to the procedure, but did not place the ipg into surgery mode. In turn, the patient's ipg was no longer able to communicate with their external device. Multiple troubleshooting attempts were initially performed but were unsuccessful. Follow-up revealed a company representative met with the patient and was able to recover with the patient's ipg. Therapy was restored.

Manufacturer narrative:
The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. The implant was not returned for analysis. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.